Event description:
The customer provided the following event description: unit would not allow charge/shock of pt in corse ventricular fibrillation came up with attached defib cable warning despite being attached. Unit would not analyze/shock in advisory or manual mode. Reattached cables, changed defibrillation pads, no difference. After 6 minutes, was able to shock in manual mode. Reverted pt to sinus rhythm on 3rd shock (2x200 joules 1x360).